Manufacturer narrative:
Reported event was unable to be confirmed, as the product was not returned and no photos were provided. Device history record was reviewed and no discrepancies were found. A previous investigation into this issue determined that the likely root cause for the tibial articular surface provisional (tasp) fractures is bending/torsional loading on the device. Persona tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured component in this complaint was manufactured before the design modification was implemented. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow up report is being filed to relay that this report is a duplicate of manufacturing report number 0001822565-2017-07780.

Manufacturer narrative:
(B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument broke during trialing. No patient consequences were reported as a result of the malfunction. Attempts to obtain additional information are in progress however further information is not available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. A previous investigation into this issue determined that the likely root cause for the tibial articular surface provisional (tasp) fractures is bending/torsional loading on the device. Persona tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured component in this complaint was manufactured before the design modification was implemented. The complaint is not consider to be confirmed as the tasp is not returned and the state(whether the device was fractured or not) of the device is unknown. Therefore the root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.